Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result on a patient with a history of being hiv positive ¿for 20 years¿. The following data was provided: architect hiv ag/ab combo result 0.1 s/co repeated 0.2 s/co (non-reactive), repeated on architect at another facility (seals randwick) and the result was nonreactive. Alternate test results and diagnostic ranges: diasorin murex hiv: non-reactive. Bio-rad p24: non-reactive. Other test / diagnostic results: western blot: faint p24, faint p55. No gp ab detected. Interpretation was "indeterminate 3" no impact to patient management was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect hiv ag/ab combo assay identified in this complaint.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.